Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the user's experience could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that during a transurethral resection of the prostate (turp) procedure, the tip device broke off. There was no patient injury reported. Olympus followed up several times with the user facility to obtain additional information regarding the report but with no results.